Manufacturer narrative:
The provided information including a service report and the electronic logfile provided basis for the complaint analysis. A dräger service technician who investigated the device on site confirmed that there was a lot of humidity/water inside the breathing system which may have caused the reported symptom (continuous pressure). However, this could not be reconstructed by means of the log entries. At 13:55 on the reported date of event the fabius detected that the airway pressure exceeded the adjust pmax value by more than 10 m bar. Although the exact situation (continuous pressure) could not be confirmed it is deemed possible that the logged high pressure is related to that. According all available information it is very likely that the above mentioned excessive moisture in the breathing system caused the increase of airway pressure. The heater of the breathing system which may reduce the accumulation of humidity in the system was not turned on. The device reacted in accordance with the implemented safety concept for excessive pressure as it interrupted automatic ventilation and generated a corresponding audible and visible ventilator fail alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional.

Event description:
It was reported that during a case, the machine alarmed for 'continuous pressure'. The machine was swapped out and there was no patient injury reported.